Manufacturer narrative:
(B)(4).

Event description:
A patient and manufacturer representative reported that the patient's device was removed months prior to (B)(6) 2016 due to infection. The patient's indication for use was noted as gastrointestinal/pelvic floor. A new system was re-implanted on (B)(6) 2016. No event date, diagnostics, or event causes were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.